Manufacturer narrative:
All available patient information was included, no additional patient information was provided. A product correction letter was issued on 28sep2020 to all customers with installed alinity ci- series scm notifying them of the issues in software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version (B)(4) and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
Determined by automated decision tree. The customer observed falsely decreased urine creatinine results generated on the alinity c analyzer for multiple samples. The 1:40 auto diluted results were about 2-3 times lower than expected. The following data was provided (units of measure = mmol/l): (B)(6). Repeat testing was not completed due to assay file corruption errors. Therefore, the auto dilution for the urine creatinine assay was disabled. No known impact to patient management was reported.